Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that some wash solution had previously leaked within the instrument and down onto the wash pump, resulting in a burned out connector. The fse replaced two pump assemblies and a power harness (supplies 24v to the circulating pumps) which were charred. There was no report of smoke or visible flame associated with this event and the fire department was not called. Results: in conclusion, failure mode of the event is attributed to an instrument leak which subsequently resulted in charring of two pump assemblies and power harness. The fse was unable to determine the cause of the leak and replacement of the affected parts restored the instrument to working condition. The two pump assemblies and power harness conforms to the following underwriters laboratories (B)(4).

Event description:
The customer reported that the diluted detergent tank was not filling on the beckman coulter au400 clinical chemistry analyzer. The customer also stated that water was not coming out of the wash wells. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.